Manufacturer narrative:
The lot number is unk therefore the date of manufacture cannot be determined. The model is unk and therefore 510(k) cannot be determined. No analysis or conclusions can be made without the device.

Event description:
On (B)(6) 2011 covidien was notified of a pt death in (B)(6) 2010 at (B)(6) hospital, alleged to be a result of a defective shiley tube. There is no other info available at this time.